Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the reported radiolucent hohmann retractor was broken during osteotomy by a saw blade. The surgeon found the breakage after surgery. According to CT photo, broken piece was left in the patient¿s body. There was no delay in the surgery. Re-operation will be performed. The broken piece of the radiolucent hohmann retractor remained in the patient's body. Re-operation will be performed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional event information added for clarification. Lot number was obtained upon receipt of subject device. Subject device was received on april 30, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. (B)(4). Manufacturer identified with receipt of lot number and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that additional surgery to remove the complained device fragments would be performed on (B)(6) 2015. Additional information regarding whether this surgery was actually performed has been requested but confirmation and additional information have not been received to date.

Manufacturer narrative:
A manufacturing evaluation was completed: the retractor was received in three pieces - with the tip broken in two pieces. Greatbatch medical / (B)(4), manufactured the aluminum hohmann retractor, 18mm width, part number 03100.109, lot 7527887. Initially, the lot conformed to specifications as noted in the certificate of compliance and was inspected/conformed to the synthes incoming final inspection sheet. Due to an unknown cause, the retractor was received in three pieces - with the tip broken in two pieces. The part exhibits scratches on the flat surfaces and nicks along the edges of the part. Based on the evaluation and the unknown cause, this complaint condition is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.